Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to a difference in sensor glucose and blood glucose values that triggered a threshold suspension. The customer reported a blood glucose value of 50 mg/dl. The event involved product(s) unk_ngp. Troubleshooting was performed, and the sensor glucose value during the event was 81 mg/dl, and the blood glucose value during the event was 50 mg/dl. The customer was reporting a discrepancy between sensor glucose and blood glucose values, which was not within range. No further patient complications were reported. The customer was advised that the sensor will be replaced. No product return is required for unk_ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having sensor glucose versus blood glucose issue on (B)(6) 2025. Unexpected suspend occurred for the sensor glucose value. No treatment was mentioned for the low. Troubleshooting was done for the sensor but not for the low that occurred on(B)(6) 2025. Pump was used within 48 hours of the low. It was unknown if pump had auto mode/smartguard feature. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.